Manufacturer narrative:
This report is submitted on january 4, 2019. Registration number (B)(4).

Event description:
Per the surgeon, the patient was hospitalised to explant the device on (B)(6) 2018 due to a loose abutment. It is unknown if the patient was reimplanted with a new device as of the date of this report.